Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an ablation procedure the implantable pulse generator (ipg) was not sensing the output from the ablation system. The ipg was reprogrammed and the ipg continued to not sense the output. The ipg remains in use. No patient complications have been reported as a result of this event.